Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the patient's right ventricular lead exhibited decreased r-wave sensing values. All other measurements were normal. Fluoroscopy imaging was performed and externalized conductors were observed on (B)(6) 2019. No intervention was performed as the physician opted to monitor the patient. The patient's condition was stable throughout the event.